Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving lioresal via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that the hcp was unable to aspirate the catheter and the catheter had be revised. No patient symptoms were reported

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.